Event description:
It was reported that a vns pt's device settings were found to be different than intended. Initial interrogation at the pt's routine office visit showed the output current to be at 1.0 ma and the off time to be set at 60 minutes. The output current had been thought to be programmed to 3.0 ma at the last office visit. Clinic notes from the physician revealed that the pt had also experienced an increase in seizure frequency, particularly the drop attacks, during the same time the device settings were found to be lower than what was intended. The physician indicated all diagnostics to be within normal limits. A report from the surgeon's office revealed that there has been two instances in which the pt's generator had been found to be at the unintended settings. The pt's vns settings have been reset to the correct levels. Good faith attempts to obtain additional info have been unsuccessful to date.